Manufacturer narrative:
The pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl and a large ketone level identified as dangerous. Reportedly, the customer received an incomplete bolus alert after attempting to delivering a bolus. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.